Manufacturer narrative:
Internal complaint reference: case-(B)(4). Adams, c. I., & robinson, c. M. (2001). Cm court-brown, and m. M. Mcqueen,¿prospective randomized controlled trial of an intramedullary nail versus dynamic screw and plate for intertrochanteric fractures of the femur,¿. Journal of orthopaedic trauma, 15(6), 394-400. Doi: 10.1097/00005131-200108000-00003.

Event description:
It was reported that, on literature review ""prospective randomized controlled trial of an intramedullary nail versus dynamic screw and plate for intertrochanteric fractures of the femur"", one (1) patient who initially underwent primary implantation with an intramedullary hip screw and plate to reduce intertrochanteric femoral fractures sustained a periprosthetic subcapital fracture which required the removal of the prosthesis and insertion of a long-stem bipolar device. The outcome of this patient is not known. No further information is available.

Manufacturer narrative:
Section d10 was updated. Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the article noted one (1) patient sustained a periprosthetic sub capital fracture which required the removal of the prosthesis and insertion of a long-stem bipolar device. Reportedly, there is no contact information available for this literature case; therefore, patient specific supporting documentation or current patient status has not been provided as of the date of this medical investigation. The clinical root cause of the reported events cannot not be further assessed. The patient¿s outcome beyond that which was documented in the article cannot not be determined as the patient¿s current health status remains unknown. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).